Manufacturer narrative:
MDR 8021545-2026-23726 / initial 1 of 2.e1: patient city: (B)(6). Patient country: italy. Zip: (B)(6). Name: medtronic minimedcountry: united states of americastreet: 18000 devonshire streetcity: northridgestate: californiazip code: 91325.based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number:reporting site: 8021545,manufacturing site: 8021545.

Event description:
It was reported on 12-jun-2026, that the patient¿s infusion sets tape were not sticking due to wet skin.